Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent occlusion alarms for the past few weeks during both basal and bolus delivery. Customer reported blood glucose (bg) level was 203-350 (mg/dl) with mild ketones. Manual injections were used to address bg level. Troubleshooting with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. In addition, the customer reported the fill tubing step has been requiring 20 units to see drops of insulin which the customer reported is more insulin than normal. Customer reported bg was elevated however no specific value was provided. Customer stated a manual injection or bolus via the pump were used to address bg level.